Manufacturer narrative:
A device history record review was completed for provided material number 304644 and lot number 2069742. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples were received for evaluation by our quality team. Through examination of the pictures, a small piece of metal was observed inside of the cannula component. At this time, an exact manufacturing cause could not be determined for the metal contaminant observed. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. See narrative below.

Event description:
Reported incident from our customer that in needle 304636 there "was a flake. This appears to be made of metal. Fortunately, this was noticed by the doctor and it was possible to avoid injecting this potential around the nerves of the facet joints c7-t1-t2-t3." Pictures of the foreign body in the next page.

Event description:
It was reported that the bd microlance 3 needle experienced foreign matter, coring. The following information was provided by the initial reporter: reported incident from our customer that in needle 304636 there "was a flake. This appears to be made of metal. Fortunately, this was noticed by the doctor and it was possible to avoid injecting this potential around the nerves of the facet joints c7-t1-t2-t3."

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.